Manufacturer narrative:
The event of lead fracture was reported to abbott. The lead fracture was found under x-ray. The lead was explanted and replaced. Therapy restored. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined. The allegation is against one of two leads; however, it is unknown which leads, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: octrode lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000108417.

Event description:
It was reported that the one of the patient's leads had fractured. The fracture was confirmed via x-ray imaging. Surgical intervention was undertaken on (B)(6) 2023 wherein the patient's fractured lead was explanted, replaced, and therapy was restored.